Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient may require a revision procedure due to loosening. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by x-ray. X-ray review indicate that radiolucencies at the femoral stem metal-bone and cement-bone interfaces are consistent with loosening of the femoral stem. Position of the cement and the appearance of the radiolucencies suggest there has been lateral migration of the stem and varus angulation of the femoral stem since surgical implantation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. It was reported that the surgeon cut down stem, contradicting the surgical technique for segmental systems. Therefore, the root cause of the reported event is attributed to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.